Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the bolt fell out of the femoral impactor/extractor after implant was implanted. The bolt was recovered. No harm to pt.